Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p, which are distributed in the united states. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device continued announcing to apply pads to the body, which signifies the device failed to sense. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Correction: section h10 and/or h11 of the initial medwatch report (MFR report # 3004123209-2022-00166) indicates: stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p, which are distributed in the united states. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10 and/or h11 of the initial medwatch report (MFR report # 3004123209-2022-00166) should indicate: heartsine received additional patient information from the customer. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p, which are distributed in the united states. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Additional manufacturer narrative: heartsine evaluated the customer's device and was unable to verify the reported issue. The investigation suggested that the cause of the reported issue was a user error. The device was archived by heartsine, and the customer was provided with a replacement device.

Event description:
The customer contacted stryker to report that their device continued announcing to apply pads to the body, which signifies the device failed to sense. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section b1 adverse event/product problem: adverse event and product problem section b2 outcomes attributed to ae: death section b2 death date: (B)(6) 2022 section b5 executive summary: updated to reference patient death section h1 type of reportable event: death section h1 event type: d.

Event description:
The customer contacted stryker to report that their device continued announcing to apply pads to the body, which signifies the device failed to sense. In this state, the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.